Event description:
Quidel quickvue+ mono test kits are not producing consistent or accurate "end of assay" indicators using while blood and many times plasma. Tried to work with quidel and were told via mail (10/4/02) that they were unable to reproduce problems using the test kits sent them. This is a problem since the inception of quickvue+mono due to the discontinuation of cards mono kits which are no longer produced. Quidel told rptr last spring that the kits are identical; just name changes. Rptr did not have this problem with cards. Rptr has tried using plasma instead of whole blood with the same inconsistent results. It was suggested by rptr's clia inspector that they file this complaint. Rptr also notified proficiency testing supplier.